Manufacturer narrative:
No unexpected motor error alarms noted during testing. The insulin pump passed self test, off no power test, unexpected restart error test, displacement test, rewind test and basic occlusion test. The operating currents were in specification. The motor was tested outside of the unit and passed. The insulin pump was unable to prime during compromised force sensor system alarm prime test due to moisture damage on force sensor resistor noted during testing. The insulin pump had minor scratches on lcd window, scratches on reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received several motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.